Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms and multiple cartridge alarms (cartridge alarm 1) with multiple cartridges. The customer does not know if their blood glucose level was impacted. The customer was able to load a new cartridge successfully.